Event description:
It was reported that an ilet user with a dexcom g7 continuous glucose monitor (cgm) sensor intermittently observed three dashed lines on the ilet display, consistent with a loss of cgm signal to the ilet; education on bluetooth connectivity was provided, and sensor glucose readings returned during the call. No adverse clinical symptoms reported. Outcomes included no change in therapy, no medical intervention, and no hospitalization. User support included troubleshooting and user education regarding bluetooth communication and device-to-sensor pairing. Investigation of this case revealed a transient communication interruption between the cgm and the ilet, with function restored after connection reestablished, consistent with signal loss to the ilet only and no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was external communication disruption related to bluetooth connectivity.

Manufacturer narrative:
Initial.